Event description:
It was reported that the patient presented in-clinic experiencing dyspnea, discomfort and bradycardia. While attempting to interrogate the device, it was noted that the pacemaker (pm) exhibited failure to interrogate via inductive radio frequency (rf) and inductive telemetry. Upon review, it was noted that the pm exhibited loss of no voltage (lv) output and premature battery depletion. The pm was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported events of inability to interrogate, no output and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity, laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.